Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the rail guard was damaged and that cartridges would not fit properly on the pump. Customer's blood glucose level was not impacted. It was confirmed that the customer had a backup method of insulin delivery available.

Manufacturer narrative:
The device was received; however, the device was not investigated.